Event description:
During baxter's evaluation it was found that a spectrum pump experienced a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of delayed keypad response which was experienced during evaluation. Evaluation determined the cause to be a failed pin on the processor printed circuit board. The failed processor printed circuit board was replaced.